Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00285. The hospital retained the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and the ruby coil would not advance through the microcatheter. Therefore, the ruby coil and microcatheter were removed. The physician then placed a new microcatheter and attempted to advance a new ruby coil; however, resistance was encountered again and the ruby coil would not advance through the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same microcatheter. There was no adverse effect to the patient.